Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were treated by the emergency medical services due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was over 1000 mg/dl, at the time of hospital. Customer reported that the insulin pump was shut off and customer did the troubleshoot. Customer treated with intravenous drip. Customer did the manual injection. Customer had nausea, vomiting and abdominal pain. Customer reported multiple time blank display. The insulin pump will not be returned for analysis.